Event description:
The following has been reported: a syringe filled with approximately 17.4 ml of morphine was started on (B)(6) 2026 at 4:38 p.m. At a rate of 0.4 ml per hour. On (B)(6) at 11:05 a.m., a nurse noticed that the electric syringe pump had stopped and the syringe was empty, while the logs indicate that at that precise time, the volume infused was 7.37 ml. At 0.4 ml per hour, this is indeed the normal volume infused since 11:05 a.m. The previous day, but apparently the syringe was empty. Except for an error, 0.7 ml was administered in just one minute, even though the flow rate is 0.4 ml per hour. Empty electric morphine syringe pump, noted by the nurse at 11 a.m. Subcutaneous administration was due to end at 5:15 p.m., no alarm to signal the end of the infusion. Equipment used: bbraun luer lock 50cc syringe + extension tube electric syringe pump + electric syringe pump (B)(6), the flow rate entered the day before was 0.4 ml per hour. This morning at 8 a.m., the nurse checked the flow rate but did not see if the syringe was already empty. In any case, the alarm did not sound. Improper handling by nursing staff or family members cannot be considered. Risk of overdose for the patient. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.